Event description:
It was reported that after several placement attempts to find good threshold the implantable pacing lead (ipl) was implanted. However, the ipl pacing was not effective, and high impedance was noted. It was reported that during post operative the patient experienced asystole, and a complete av-block. The ipl was explanted and replaced with a different lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.